Event description:
It was reported the patient¿s device showed low, out-of-range impedance readings. It was stated impedances of <(><<)>50 ohms were seen on the 0 <(>&<)> 2 electrode pair. Battery life indicated between 48-89% used. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v810975, implanted: 2011 (B)(6), product typ lead, product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).